Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the in this incident, a technical support specialist followed up with customer to gain information related to issue, but the customer was unreachable and there was no feedback from them. So, the technical support specialist closed the case, additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one patient was not showing up. The patient record was duplicated. The pharmacist removed the entry that did not have any medications listed on the profile. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.